Event description:
It was reported by the rep that the device was used during a laparoscopic spine fusion. It was reported the gasket on five millimeter tore during the case. This was the second five millimeter gasket that tore during this procedure. The surgeon finished the case with this trocar. Pneumo leaked throughout the case, causing aggravations for the surgery team. There was no consequence to the pt.